Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previously implanted surgical valve, the valve was implanted at a depth of 5-6 millimeter (mm). Angiography revealed partial opening of the valve and the valve was post dilated with an 18 mm x 40 mm non-medtronic balloon. During the dilation, the valve dislodged to the ascending aorta to a depth of -2 mm. A second valve was subsequently implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve remained implanted, so it was not returned to medtronic for product analysis. Images were submitted to medtronic for review. Two videos were provided. The image is a still shot prior to post balloon aortic valvuloplasty (bav) and the second still image is taken as the balloon is being deflated from the post dilation. The green arrow notes implant depth angiographically prior to post dilation appearing to be past the surgical ring unable to comment on depth without knowledge of a prior surgical valve in place. The red arrow shows there was valve migration after post dilation. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. With limited information available, a conclusive cause of under expansion could not be determined for this event. The event further indicates that during the dilation the valve dislodged to the ascending aorta to a depth of -2 mm. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. As reported, during the dilation the valve dislodged to the ascending aorta. Dislodge events are typically not related to a device malfunction. The device history record (DHR) and associated frame record were reviewed and showed that this device met all manufacturing specific ations for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated a1. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.